Event description:
Additional information received clarified the patient underwent surgical intervention on (B)(6), 2014, and was determined to be resolved (B)(6), 2014.

Event description:
It was reported (B)(6) the (B)(4) study patient experienced tenderness and redness at the mid-thoracic incision on the back. The patient underwent surgical intervention on (B)(6) 2014, where the lead extension was repositioned. This issue is now resolved. The device information and implant date is unknown. The additional devices and implant dates are unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.